Manufacturer narrative:
Product ID 37601, serial# (B)(4), explanted: (B)(6) 2018, product type implantable neurostimulator. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3389-28, lot# 0206711195, implanted: (B)(6) 2013, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 18-jan-2017, UDI#: (B)(4). Product ID: 3389-28, serial/lot #: (B)(4), ubd: 09-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of high impedance. The patient had an increase of tics, probably caused by normal battery depletion, or possibly other cause. The patient was admitted for ins replacement. High impedance was measured on the right side of dbs system prior to surgery. During replacement, the new ins was repositioned and connected a second time. The etiology was indicated to be related to device/therapy and possibly related to implant procedure. High impedance persisted after replacement. The cause was unknown, and it was unknown if it was related to the lead or extension. Additional actions included reprogramming on the day of the replacement. An or was planned for (B)(6) 2018 to measure the impedance of all separate parts of the system. The event was considered ongoing. No further complications were reported. Refer to manufacturer report #9614453-2018-02922 for details pertaining to the reportable related event.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Section 'device' information references the main component of the system, other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: 3389-28, lot# 0206711195, implanted: (B)(6) 2013, product type: lead; product ID: 3389-28, lot# 0206423046, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. During replacement on (B)(6) 2018, new high impedances and fluctuations measured in both extensions. The patient was scheduled for impedance measurement and possible revision of right extension on (B)(6) 2018. The ins was replaced just in case, but during the procedure, the system showed fluctuations and high impedance. During the procedure, the extensions could not be revised because the patient was not situation in the right position. Another procedure will be planned to revise the extensions and possibly leads, if necessary, but the patient refused a new revision for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.